Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged in the centre with struts on two rows slightly crushed.the crimped stent outer diameter was measured on the undamaged side and is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed slight signs of damage at the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement through a calcified lesion. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the mid-shaft section found a midshaft kink at 26mm distal from the hypotube to midshaft bond. This type of damage is consistent with excessive tensile force being exerted on the delivery system. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 11-nov-2016. It was reported that shaft kink occurred and advancing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified arteriovenous right coronary artery. A 2.25mmx32mm synergy¿ drug-eluting stent was advanced but had difficulty crossing and the mid shaft got kinked. The procedure was completed with another synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.